Manufacturer narrative:
Batch review performed on 17 october 2019: lot 180957: 68 items manufactured and released on 15-may-2018. Expiration date: 2023-05-03. No anomalies found related to the problem. To date, 54 items of the same lot have been already sold without any similar reported event. Clinical evaluation performed by medical affairs director: 1 year after primary cemented tka the femur is exchanged to a revision component of smaller size and the patella is resurfaced. The anterior pain reported by the patient may be due to the excessive size of the primary femoral component and the empty volume between anterior shield and bone. No reason to suspect a faulty device in this case.

Event description:
The x-rays showed that the femoral implant in place was too big for the patient bone. The patient was revised 1 year after primary because had anterior knee pain. Femoral components swap and patella resurfacing performed successfully.